Manufacturer narrative:
Full address: (B)(6).

Event description:
It was reported to philips that the device's battery is not charging. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to the defective battery (defoa). The reported problem was confirmed. Based on the information available, the defective battery is replaced with a new one to fix the issue. The device was operational after defective battery is replaced with a new one. The investigation concludes that no further action is required at this time.